Event description:
Report of disconnection of tubing received. The customer reported that there have been 3 occurrences where the IV tubing sets have come apart at an unspecified luer lock connection between the tubing and the manifold, even though the nurses report that they tighten the connections. Incident #1 of 3 occurred during the night on a pt in the antepartum unit where the nurses reported a scant amount of the pt's blood leaking from the connection between the luer lock and the manifold. The report source could not identify if the disconnect occurred at the distal or proximal connection to the manifold. The tubing was changed to solve the problem, and it was reported that no intervention was required. Add'l info was requested, but no further info has become available.